Manufacturer narrative:
The pretest date was not available in the original service record; therefore, the alert date ((B)(6) 2017) was used as the pretest date. Upon further investigation the actual pretest date ((B)(6) 2017) has been received and represents that date the complaint became reportable. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the compact air drive device was blocked, jammed, and moving heavily. It was noted that the reverse trigger was found to be jammed. It was further determined that the device failed pretest for check for untrue running, and check triggers for forward / reverse mode. It was noted in the service order that the drill was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.